Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported that when they go to charge the implanted neurostimulator, it seems to take forever. Caller stated that the controller keeps going in and out at first it says recharging then it says good then it goes to good again and then it went away and patient is not even moving. Caller states the controller will show charging excellent or good and then turn off but the green light is still flashing. Caller thought because the screen turned off, the controller was no longer charging the ins. Agent reviewed the controller is charging the ins as anticipated. Patient service specialist reviewed best placement to have the recharger antenna. Caller keeps moving the paddle of the antenna and states the controller is showing checking for device then checking recharge quality. Agent had pt remove/reinsert the battery of the controller. Pt powered on the controller and put the rtm paddle to the ins and the controller is showing charging quality good then excellent. Caller states the controller battery is at 70% and the implant battery at 60%. Caller mentioned he is not sure if the battery is on the right side of the body or the left side. Agent reviewed the battery is the ins. Pt states she can feel a lump by the incision in the upper buttock area which is where the pt is getting recharging excellent. Pt called back and said they are seeing settings not available screen.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient via patient letter. Patient reported as of now their battery is working good! Their rep actually helped by putting their stabilizer on a on/off program every 50 seconds. Issue is resolved. Weight at time of event is 153 pounds.